Manufacturer narrative:
Device not returned.

Event description:
It was reported that the cartridge was filled with 300 units of insulin and insulin was observed to be leaking at the o-ring. Another cartridge was used. Customer's blood glucose was 74 mg/dl.